Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There was no patient complications reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There was no patient complications reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: the fg maverick 2 mr, 1.50mm x 15mm catheter was returned for analysis. A visual, tactile, microscopic analysis, and leakage testing were performed on the device. The balloon was returned in a deflated state. No issues or damages on the hypotube shaft. A detailed microscopic examination of the balloon material identified a pinhole over the distal edge of the markerband. No issues or damages on the shaft polymer extrusion. No issues or damages on the tip profile. A microscopic examination of the markerband identified no damage. The device was attached to an encore inflation device. An attempt was made to inflate the balloon however a pinhole was noted over the distal edge of the markerband. The encore device verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.